Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2006. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty in 2006. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain. The modular head and acetabular cup were removed and replaced with a competitor cup and a biomet modular head.